Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the client reports that the staples did not close properly. Another instrument was used to continue the case. Staples did fall inside the abdomen and were retrieved by the surgeon. Surgery time extension was reported as more than 30 minutes.